Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site (leg) while wearing the device between 36 and 48 hours. In addition the patients reported blood glucose level was 268 mg/dl. The pod was removed by the patient. The patient experienced symptoms of hyperglycemia, pain, purulent discharge and swelling at the insertion site. The patient had a virtual visit with their doctor and was diagnosed with a bacterial infection at the site. The patient was advised to use both heat and cold compresses for swelling. The patient was prescribed mupirocin (20 mg x 3) and cephalexin (500 mg x 3) both to be taken for 7 days.